Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was unresponsive. Customer's blood glucose level was 180-200s mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.